Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black particles were found on the tip and outside of the tubing.

Manufacturer narrative:
The foreign material condition was confirmed on the product received. There are procedures and controls in place to mitigate the occurrence of foreign material. Upon device inspection it was noted that what is referred to as a black particles is the effect of the metal tip rubbing against the tubing or the buttons. This is a known defect that occurs mostly during rough handling and shipping conditions that forces the metal tip to hit and/or rub against other components. This failure mode is easily replicated by rubbing the metal tip against the tubing or buttons. This is easily noticeable. As per risk document likely root causes are: manufacturing/assembly error; incorrect or inadequate packaging; severe shipping conditions; user error in not properly inspecting unit prior to use. With the evidence at hand, the most likely root cause is severe shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that black particles were found on the tip and outside of the tubing.